Manufacturer narrative:
(B)(6). Investigation results: media review: media provided by the customer only showed the packaging label. Device analysis findings: the complaint device was received for product analysis. A visual inspection revealed that there was a collar weld separation. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of no problem detected as the reported catheter kink could not be confirmed. The collar weld separation found on analysis can occur during unpacking due to interaction between the user and the device, therefore unintended use error caused or contributed to event is the assigned cause for the encountered collar weld separation.

Event description:
Reportable based on device analysis completed on 21apr2026. It was reported that the device kinked. A 6f guidezilla ii was selected for use. The guidezilla was found kinked after unpacking. The procedure was completed with another of same device. There were no patient complications, and the patient was stable post procedure. However, device analysis revealed a collar weld separation.